Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient side occlusion is often self-reconciled, but the device still demands that a nurse attends bedside to silence alarm and restart device. The customer would like the device to restart if the patient side occlusion self rectifies, or an alarm during the auto restart attempts. This way they can educate the patient to adjust position before the occlusion alarm sounds and the device is paused. There was no information on patient involvement.

Event description:
It was reported that the patient side occlusion is often self-reconciled, but the device still demands that a nurse attends bedside to silence alarm and restart device. The customer would like the device to restart if the patient side occlusion self rectifies, or an alarm during the auto restart attempts. This way they can educate the patient to adjust position before the occlusion alarm sounds and the device is paused. There was no information on patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a code.